Event description:
It was reported that during active operation on a patient, the autopulse platform performed about 200 compressions and then stopped. The battery was changed but the platform would not power back up and displayed a system failure message. No adverse patient sequelae was reported. No further information was provided. Manufacturer requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/30/2013 for investigation. Investigation results as follows: the reported complaint was confirmed. A fault 139 (unable to hold compression position) was observed on the platform when powered up. The archive did not show any issues occurring on the reported event date of (B)(6) 2013; however, the archive indicated that a fault 139 had occurred on (B)(6) 2013. It should be noted that during a prior service, this platform was evaluated and it was determined that the processor board had been defective. The processor board was subsequently replaced to remedy the issue. As part of the evaluation of the platform for this investigation, the fault 139 was cleared, the brake gap was checked and then the connector pins on the processor to pdb cable were examined and no issues were noted. The platform was then run with a test battery and manikin for 10 minutes with no problems encountered. Based on evaluation of the platform, a cause could not be determined for the observed fault. Following service, the platform passed all testing criteria.